Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer inquired if insulin pump could be rewound and primed during a bolus. Customer was advised that it could not be done. Customer's blood glucose was over 300 mg/dl and gotten as high as 420 mg/dl, which was treated with insulin pen. Customer was able to change infusion set and reservoir and resolved no delivery alarm.